Manufacturer narrative:
Follow-up #1: date of submission 03/03/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/18/2016 with the following findings: there was evidence of moisture in the battery compartment from battery compartment leak. Battery compartment crack at the battery compartment threads above the bumper. Display screen is dim/faded (pink). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.